Event description:
It was reported the customer experienced an elevated blood glucose (bg) level with ketones (size unknown) that required emergency room (ER) assistance. Customer was "usure" of the bg level at the time of the event. Customer was treated with intravenous fluids of saline and insulin and released from the ER on the same day, 5/15/2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.